Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient communicated to the field representative that she had fallen approximately one year ago. Upon review of the daily measurements, it was noted that since the time of the fall, the right ventricular (rv) lead impedance measurements began to decrease to less than 200 ohms. Oversensing of noise leading to pacing inhibition was also observed. The physician elected to perform a revision procedure, at which time, the rv lead was surgically abandoned and new lead was successfully implanted. No adverse patient effects related to the lead revision procedure were reported.